Event description:
It was reported that during a right atrial (ra) lead revision procedure, this pacemaker exhibited noise with no oversensing. In addition, it was reported upon opening of the device pocket, there were deep marks observed along the epoxy where the lead connectors sit. The physician does not believe the damage was incurred during device removal from the pocket. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a right atrial (ra) lead revision procedure, this pacemaker exhibited noise with no oversensing. In addition, it was reported upon opening of the device pocket, there were deep marks observed along the epoxy where the lead connectors sit. This damage was not believed to have been incurred during device removal from the pocket. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise without oversensing and pulse generator header damage.